Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. Upon further examination of the interior of the unit, there was corrosion on electrical board particularly around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occasion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the side of the battery tube which extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error as well as insulin pump was shut off. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.